Manufacturer narrative:
(B)(4). Evaluation summary:a sample was returned for evaluation. A visual inspection of the sample verified presence of particulate matter in the fluid path. The cause of the particulate matter was determined to be a manufacturing issue. A CAPA has been opened to address this issue.

Event description:
Pharmacist of the facility reported to baxter (B)(4) of an all-in-one empty container with connector in which pharmacist found unknown particles. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.